Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported that the clip fired in the operating field. It was retrieved. The operation was completed using another device. There was no consequence to the pt.